Event description:
It was reported the patient had not used the scs system for a couple of years and the ipg became inoperable. Stimulation was lost. As a result, the scs system was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.